Event description:
It was reported that the insertable cardiac monitor (icm) device was protruding from the skin of the patient and possibly breaking the skin. Boston scientific technical services (ts) referred the patient to their physician. Additional information has been requested but not provided. Due diligence has been completed. Evidence is suggestive the device remains in service. No additional adverse patient effects were reported.